Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and three photos of protruding staples and tissue on an anvil. Visual inspection of the returned photos noted malformed staples protruding from the staple cartridge. The cut line does not appear to be complete and the anvil appears to be tilted. The visual inspection of the staple guide noted the instrument was partially applied. Malformed staples were shown to be protruding from the cartridge. The anvil of the instrument was observed to be tilted and separated from the instrument. No knife impression was observed along the cutline impression in the mylar cover. The malformed staples were removed in order to perform functional testing. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on anastomosis of descending colon and rectal stump during robotic laparoscopic assisted sigmoid colectomy, after firing the device, there was an incomplete staple line and incomplete cut line. Unformed staples were seen emerging from the staple pockets after removal of the device. The proximal tissue (descending colon) was completely uncut and still attached to the anvil upon removal. The surgeon had to re-stapled to recreate subsequent anastomosis. The surgical time extended by approximately 1 hour.